Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02461, 0001825034 - 2020 - 02462, 0001825034 - 2020 - 02464, 0001825034 - 2020 - 02465, 0001825034 - 2020 - 02467.

Event description:
It was reported that during stock investigation, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d10; g4; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Evaluation of the product confirmed the debris inside the sterile packaging is consistent with the appearance of foam debris from the packaging inside the sterile barrier. DHR was reviewed and no discrepancies were found. The root cause was found to be due to transit damage. The likely condition of the product when it left zimmer biomet was conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.